Manufacturer narrative:
No product was returned for investigation. The cause of the hemodynamic instability was not determined due to insufficient clinical details. The root cause of the ventricular fibrillation was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient presented to the emergency room (ER) after coding in the ambulance. Cardiopulmonary resuscitation (CPR) was given and return of spontaneous circulation was achieved. In the ER, st-elevation myocardial infarction was activated and another two rounds of CPR were given to the patient. The decision was made for impella cp insertion and possible percutaneous coronary intervention (pci). The impella cp was inserted and pci was performed. However, the patient remained unstable. After stents were placed in the left anterior descending artery (lad), no reflow became a problem. Medications were given into the coronary, with minimum resolution. The patient became unstable and developed acidosis. An x-ray was taken to determine pulmonary edema. The patients mean arterial pressure started decreasing and ventricular tachycardia started. Multiple shocks were given, to return to normal sinus rhythm. The patient never came back and expired on support.

Manufacturer narrative:
A4 and a5 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.